Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified in the therapy on (B)(6) 2013 at 07:08:13. During night drain cycle one, the patient's ultrafiltration reading was 370 ml, indicating the home patient (hp) drained 370 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.